Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 21.9 mmol/l (394 mg/dl) while wearing the pod. The patient reported that the cannula was not properly seated in the infusion site and when removed from the infusion site the pod's cannula was found to be bent. The patient indicated that a new pod was applied; however, due to the elevated blood glucose levels, the patient drove to the hospital. The patient further reported that after waiting a few minutes and not being admitted, their blood glucose level decreased to 17 mmol/l (306 mg/dl), prompting the patient to return home with no medical intervention required. The patient stated that the blood glucose levels subsequently decreased further to below 13.9 mmol/l (250 mg/dl).